Event description:
It was reported that the when panels were removed from device, the dc board was missing. After the board was replaced, it smoked when the unit was turned on. No patient injury was reported.

Manufacturer narrative:
It was determined that water was splashed on the board. This caused it to burn up. The unit was not being used clinically. This report is being submitted to the FDA as a result of a retrospective review of product complaints.